Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect(s) of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Patient ID: (B)(6). On (B)(6) 2014, the patient presented with an acute st-elevated myocardial infarction (stemi). A 2.5x15mm xience prime stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. There was no procedure complication. On (B)(6) 2019, the patient was hospitalized for increasing unstable angina. Imaging was performed and the target lesion, proximal cx was visualized with restenosis. There was no device malfunction. As treatment, medications were provided and another percutaneous coronary intervention (pci) was performed. The event resolved. No additional information was provided regarding this issue.

Event description:
Patient ID: (B)(6). On (B)(6) 2014, the patient presented with an acute st-elevated myocardial infarction (stemi). A 2.5x15mm xience prime stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. There was no procedure complication. On (B)(6) 2015, the patient was hospitalized for increasing unstable angina. Imaging was performed and the target lesion, proximal cx was visualized with restenosis. There was no device malfunction. As treatment, medications were provided and another percutaneous coronary intervention (pci) was performed. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.